Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported improper or incorrect procedure or method (use after expiration) was due to the user error of not following steps as per instruction for use (IFU) by using expired device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the implantation of an expired mitraclip. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. An expired mitraclip was implanted first without issues. A second non-expired mitraclip was implanted as well. The mr was reduced to grade 2. There were no adverse patient consequences and no clinically significant delay. No additional information was provided.